Event description:
It was reported that during the implant procedure for this right atrial lead the patient experienced pain and the insertion of the lead was difficult. Pain was persistent despite medication, and it was believed that patient anatomy near the costoclavicular ligament contributed to the event. This lead was removed, and no replacement was attempted. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.